Manufacturer narrative:
A portion of the lead was surgically abandoned. A new lead was successfully placed for detection purposes. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead sensing declined sharply since the last follow up. Defibrillation threshold (dft) testing revealed undersensing causing a delay in the charge time and shock therapy delivery. Non-conversion of ventricular tachycardia was noted. The rate/sense portion of this rv lead was surgically abandoned. A new lead was placed for detection. No adverse patient effects were reported.